Manufacturer narrative:
Gehc recommended replacement of the speaker and/or the carrier board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed that the speaker was not detected. There was no report of patient involvement.